Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. Upon the patient's return visit, the composite was drilled out and the procedure was repeated without further incident. To date, the patient is doing fine. The product involved in this alleged incident was not returned; therefore, a 'flexural strength' and 'depth of cure' test was performed on a retained sample, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor's office alleged that a patient had experienced a crack in their restoration after placement with the sonicfill composite.